Event description:
The complainant reported that a vexcel chest port was therapeutically implanted in a female patient in 2006. On the date of event the catheter was found to have seperated from the port body. On that same date the catheter was successfully removed from the patient. The complainant indicated that due the patient's underlying illness, a decision was made by the clinicians not to remove the port body from the patient. The facility's chief of interventional radiology stated that it is possible that the physician who placed the device did not advance the catheter far enough into the port stem during implantation, which may have resulted in the reported separation. The patient was discharged from the hospital in may 2006. The patient subsequently expired. The complainant reported that patient expired due to cancer, and that the patient outcome was not related to the device complication.